Event description:
It was reported by the rep that the (1) tsb45 was used during a laparoscopic gastrectomy procedure. It was reported that the surgeon fired the device across the stomach and staples did not form properly. The surgeon oversewed the stomach laparoscopically. The case was completed with another device and there was no pt consequence. 3/15/2000 received user facility medwatch stating device was an atb45.